Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant products: carto 3 system, model #: m-4800-01, serial #: (B)(4). Stockert generator. Cool flow pump. Model #: unknown serial #: unknown (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. After the transseptal puncture and prior to any mapping or ablation, the patient became hypotensive and bradycardic. The cardiac tamponade was confirmed via echocardiogram. A pericardiocentesis yielded 400cc. The patient was reported to be in stable condition. The patient fully recovered with no residual effects. There is no information regarding hospitalization. Factors that may have contributed to the adverse event include patient's anatomy. Physician's opinion regarding cause of the adverse event was that it was procedure-related. A transseptal puncture was performed with a st. Jude medical brk 1 needle. Sheath used was a st. Jude medical 8.5 french sl1. The patient received anticoagulation during procedure. Acts were not monitored. Anticoagulation was reversed when the cardiac tamponade was noticed after the transseptal puncture. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.